Event description:
Baxter affiliate reports one incident of a patient death occurring 2 hours and 45 minutes into the dialysis session. No further information available.

Event description:
Baxter affiliate reports that one patient died suddenly after the dialysis session (number of hours after session unknown). No further information available.